Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance trends were high for the last 2 months and that the device was alerting the patient of the condition. When the device was checked, the impedance trends were previously high, but were ok at the time of the device check. Additionally, the optivol fluid index was high over the same time period. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the defibrillation patch was noted to have high impedance and the patient alert sounded. There was also an insulation breach that was repaired. The lead remains in use. No patient complications have been reported as a result of this event.